Event description:
Medtronic received information that at an unspecified time, this fusion oxygenator during assembly of the circulation extra-corporelle (cec) circuit, after de-bubbling the customer observed a priming leak at the level of the oxygenator before the departure in cec. The use of the device was unspecified. There was no reported adverse patient effect.

Manufacturer narrative:
D4: there are two possible lot numbers for the device, 224986839 and 224986840. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of fusion oxygenator during assembly of the circulation extracorporeal (cec) circuit, after de-bubbling the customer observed a priming leak at the level of the oxygenator before the departure in cec. The device was replaced before starting the case. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the same leak did not appear in multiple packs. The leak originated from the oxygenator fiber and not the tubing. Medtronic received additional information that there were no anti-coagulant/chemicals/drugs used in prime or during the case.

Manufacturer narrative:
Visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The leak is next to the hex which is representative of a ¿snorkel¿ fiber. Reason for return was confirmed. The event is not reportable: additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Blood loss is listed in the IFU as a potential adverse effect related to cardiopulmonary bypass procedures and with the use of this device. Based on complaint history and risk analysis, the chance of a fiber leak resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.